Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported during a procedure to implant an axium neurostimulator system, a cerebrospinal fluid (csf) leakage due to dural puncture occurred when the physician was placing a lead. Postoperative, the patient experienced a headache. The patient consulted with the physician the day after the implant and was feeling better. The plan is to monitor the patient's progress.